Manufacturer narrative:
Pending investigation. D10: (B)(6), 188-01-03 - wedge plasma x/o sz 3; (B)(6), 170-32-07 - biolox delta femoral head 32mm od, +7mm; (B)(6), 186-01-50 - integrip cc, cluster 50mm, g1. H7: z-2133-2021.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2017. The patient was revised to a face changing lateralized 32 mm liner and a +7 adapter 32 head on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, d8, h6 clinical code and problem code. The following sections were corrected: b2, h6 component code.

Event description:
Additional information received reports the patient had some wear and some signs of osteolysis, but the rep is unsure of the reason for seeing the surgeon.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed on the provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.